Manufacturer narrative:
No device malfunction was reported.

Event description:
A 78-year-old male patient with a metastatic gastrointestinal stromal tumor (gist) of the liver received histotripsy treatment(s) to liver segments vi and viii on (B)(6) 2025. The total histotripsy planned treatment volume (ptv) was 57.7 cc. As a note, the patient previously had histotripsy in (B)(6) 2025 to liver segments ii and IV. The patient received anticoagulation therapy, apixaban (eliquis, 5 mg), post-procedure. The following morning (B)(6), the patient developed severe, acute abdominal pain. Laboratory testing revealed a hemoglobin drop from 9.2 g/dl (immediately postoperatively) to 7.2 g/dl. Computed tomography angiography (cta) showed active bleeding (contrast extravasation) from the right posterior hepatic lobe adjacent to the area treated in segments vi and viii. Anti-coagulation was reversed with four-factor prothrombin complex concentrate (kcentra), with hemoglobin dropping to 6.6 g/dl before stabilizing. Interventional radiology was consulted but deferred embolization due to the patient's hemodynamic stability. The patient was supported with red blood cell transfusions (three units) throughout the day and evening. On (B)(6), hemoglobin remained refractory to transfusion. Repeat cta demonstrated ongoing bleeding adjacent to the treatment area. The patient underwent gelfoam embolization of a branch of the right hepatic artery. Following the procedure, the patient showed clinical improvement and was discharged home on (B)(6). No other downstream clinical sequelae have been reported to date. No device malfunctions or other noteworthy events occurred during the case.